Manufacturer narrative:
The customer solved the issue on their own. It was noted, the issue was with one scope, it was tried in another room and the same error persisted. Both units were shut down and restarted. After the units were shut down the b30 (scope communication error) error cleared. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that before an unspecified procedure during preparation for use, the evis exera iii video system center displayed error message b30 (scope communication error). There was no patient harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a communication failure due to an endoscope. Olympus will continue to monitor field performance for this device.